Manufacturer narrative:
(B)(4).the reported field event of a low lv pacing lead impedance anomaly was confirmed in the laboratory. The device was tested on the bench and an anomalous component on the hybrid was found. The cause of the reported low lv pacing lead impedance anomaly was an anomalous component on the hybrid.

Event description:
It was reported during a generator changeout, lower out of range pacing lead impedance measurement was observed when the lead was inserted into the port of the new device. A series of attempts could not resolve the impedance anomaly. The device was explanted and replaced. The patient condition was stable. The patient will be followed normally.